Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of ectoposide on a pump, the tubing leaked from the pumping segment and the patient was exposed with no ill effects. There was no patient harm.